Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked during the initial drain of peritoneal dialysis. The leak was at the connection point to the transfer set. The patient stated the connection appeared to be a normal connection. The baxter technical service representative (tsr) advised the patient to end the therapy and start over with all new supplies. The tsr assisted the patient to end the therapy and remove the cassette. The patient did not get any alarms with this call. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot; however this review did find similar complaints for this lot number for the reported problem of leak. A visual inspection was performed with the naked eye and magnification, which noted damaged patient line tubing. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The patient line leaked through a small hole. The reported problem of leak was verified. The cause of the leak was determined to be damaged patient line tubing to the connector. Should additional relevant information become available, a supplemental report will be submitted.